Event description:
It was reported that upon opening up the pocket for normal pump replacement on (B)(6) 2023, the physician spotted a small hole in the 8784 catheter. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting and actions/interventions taken included the pump segment being replaced. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient's weight was 58 kilograms. The patient's medical history was asked but unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8784 lot#: serial#: (B)(6); implanted: on (B)(6) 2015; explanted: on (B)(6) 2023; product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot#: (B)(4), ubd: 04-jun-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.